Manufacturer narrative:
Exemption number: e2014018. Implant date: unknown. Explant date: unknown. Investigation: there was no product returned. A review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: no product or product information is available and therefore an analysis is not possible. Rational: unfortunately, due to lack of data and without the product, we cannot determine the exact cause. There is a possibility that these are not aesculap implants. Safety case has been initiated, any action regarding CAPA will be addressed in safety case.

Event description:
Per sus voluntary event mw5080676, received by the FDA there was a serious injury that required intervention. It was reported that the implant debonded, loosened from the cement with tibial failure first, then femur 20 months post implantation. All medwatch submissions related are: 9610612-2018-00548.